Manufacturer narrative:
(B)(6) 2015 10:16 am (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The product has been investigated in the laboratory of the manufacturer with the following results: during tightness test a leakage from de-aeration membrane of the oxygenator was detected. The event report of complaint # (B)(4) was not describing this issue. Maquet (B)(4) is aware of similar complaints from this product. These similar products, showing a similar malfunction, have been tested and during a tightness test, a leakage from the de-airing port could be confirmed. The manufacturer determined so far that the de-airing membrane becomes permeable for fluids (priming solution / blood). The investigated customer complaints showed nonconforming areas in the membrane body as well as week bonding between the membrane and oxygenator as most probable cause. Determining the root cause is still under investigation. Therefore maquet (B)(4) has initiated a CAPA process (CAPA (B)(4)) to address the appropriate corrective and preventive action. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Investigation results out of complaint (B)(4). (8010762-2015-01117). The product has been investigated in the laboratory of the manufacturer with the following results: during tightness test a leakage from de-aeration membrane of the oxygenator was detected. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) is aware of similar complaints showing a similar malfunction. These products have been tested and during tightness test, a leakage from the de-airing port could be confirmed. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process to address the appropriate corrective and preventive action. Every oxygenator - produced by maquet (B)(4)- possesses a de-airing port located at the blood inlet side of the device. For this purpose a hydrophobic pfte (poly-tetra-fluoro-ethylene) membrane, which is laminated on a polyester fleece, is welded onto a de-airing connector. This combination is fixed to the oxygenator by gluing. Due to leakage of liquids through the de airing membrane, both the number of customer complaints and the oxygenator production failure rate, increased considerably during the last years, particularly since 2013. To date investigation actions continue, however some findings are already available. Experiments could demonstrate that rough handling during welding as well as poor storage of the de-airing connectors can result in leakage. The first measure against leakage is already taken by manufacturing stackable storage boxes with cavities for 150 de-airing connectors in each case. The new storage boxes are utilized since 2016-02-01. Since that time (6 business weeks) more than (B)(4) oxygenators were manufactured and tested in the pressure test unit regarding integrity. Leakage of the deairing membrane was found in less than 0.6 percent of the oxygenators. In the preceding 4 weeks in 2016 the production failure rate due to leakage of the de-airing membrane was nearly 1.3 percent. In 2015 the average was 2.7 percent.

Event description:
(B)(4).

Manufacturer narrative:
Result of the root cause analysis: the root cause was identified. Investigations could prove that the introduction of the new glue for adult and small adult oxygenators at the beginning of 2013 -is not responsible for the increased leakage of de-airing connectors. The root cause comprises the following three sub items: the laminated ptfe membrane shows qualitative differences within the lot due to the size of the production lot (minimum 1850 feet x 11.25 inch) and the packaging of the rolls. The functional ptfe membrane is very sensitive to mechanical stress. Therefore the hitherto existing instructions in bop (basic operation procedure) 714 for punching and bop 715 for welding the de-airing membrane will be adjusted. The softline coating and the pressure test of oxygenators takes place simultaneously at 1.1 bar. The hydrophobic character of the membrane is changed by dint of the hydrophilic softline coating solution, which enters into the ptfe membrane.

Event description:
(B)(4).